Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Patient had leads used with 2 implantable neurostimulators and reports the same events for both ins's. Information for the 2nd ins is: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's ins was replaced on (B)(6) 2017 due to normal end of service (eos) at that time, but when the new ins was placed they noted that the patient got no paresthesia and there were impedance issues but the rep was unsure of exactly what the situation was. The rep stated that he did not know when the lead issue occurred but they were replacing the lead on (B)(6) 2017. Additional information was received from the rep on (B)(6) 2018. The rep was not sure of the patient's weight at the time of the event. The impedance/lead issues and lack of stimulation have been resolved. The information was confirmed with the physician. No further complications were reported/anticipated.